Manufacturer narrative:
(B)(4). Batch # n56a4t. Additional information requested and received: were the staples that deployed properly formed? The clips were not properly formed. Was any part of the tissue cut with no staples/device cut beyond the staple line? Yes, part of the tissue was cut (lacerated) without staples. When the stapler lacerated the tissue of the stomach, do you mean that the tissue was cut by the stapler? Part of the stomach tissue was torn. Or, was the tissue damaged by the stapler? Tissue damaged by stapler blade. If yes, how was the tissue repaired? The tissue was repaired with suture. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Ple60a the complaint from indicate that intervention was required to prevent permanent impairment or damage, however, no intervention was described. What intervention was required? The intervention was manual laparoscopic suture. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There were no consequences for the patient. The analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis

Event description:
It was reported that during a bariatric procedure, the staple pushed the tissue from the stomach, lacerating in some parts and releasing some staples. The stapler lacerated the tissue of the stomach. Clip load was not fully fired. This happened with the second load and the others worked normally. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.